Event description:
It was reported that an asymptomatic patient presented at a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing which caused inappropriate mode switch (ams) episodes. Programming changes were made by reducing the atrial sensitivity. The patient was in stable condition.